Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, the physician has elected to have the patient follow-up in three months. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, the physician has elected to have the patient follow-up in three months. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, an updated report will be issued.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.